Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that it happened once in october and once in november. Customer stated that he went to bed with the pump working correctly, but when he woke up, the screen was blank. Customer's blood glucose level was high due to the pump being off. Troubleshooting was performed and after inserting a new battery, the display returned. Settings were also saved. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.